Event description:
It was reported that the 9900 system had a poor image quality during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was re-installed and the filament was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.